Event description:
The pt contacted lifescan in july 2005 alleging that their one touch basic enhanced meter was reading inaccurately low. The medical affairs specialist mailed a letter in august 2005 siince the pt could not be reached. The pt received the meter from a friend. Pt alleged that the meter had been prompting repeated results of 31 mg/dl and 131 mg/dl in 2005, while experiencing hyperglycemic symptoms. (Later, the meter was found in the mmol/l unit of measurement, therefore these readings may have been 31 and13.1 mmol/l). Pt described feeling confused and unable to recall what day it was. Pt contacted their friends and was told that pt sounded confused and speaking as though it was 1 week ago. The paramedics were contacted and a result of approximately 400 mg/dl was obtained. Pt was administered insulin and advised that pt was experiencing a "confused coma". Pt could not recall when the paramedics came to their home. Pt reported being taken to the hospital; however, no further information was provided. The customer service agent discovered that the meter settings were incorrect. Meter was set to mmol/l, instead of mg/dl, and also to spanish. According to the csa, the pt was incorrectly applying blood to the test strip. The pt did not have any test strip vials to verify if the calibration code had been set correctly. The check strip and control solution were not available for quality control testing. Based on the information provided, there is no indication that the meter meets criteria of a meter malfunction. While the pt reported obtaining repeated results of 31 mg/dl and 131 mg/dl, they may have been in the mmol/l setting. It would have been helpful to know how long pt had been obtaining the reported results and if pt had basing their medication on results in the mmol/l, rather than mg/dl, setting. Although important clinical information is not available at this time, it is possible that the pt experienced hyperglycemia due to relying on meter readings in the wrong unit of measurement. Therefore this case is reported as an adverse event.